Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that when the power button was pressed, the system did not respond. Upon troubleshooting, the fse found that the mpdu l3 tripped, and f11 fuse was broken. It was determined that the fuse was broken due to a fault in the host pc power supply. To resolve the reported issue, the fse replaced f11 fuse from the backup. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.